Manufacturer narrative:
On october 25th, 2021 tandem diabetes care was informed of an update regarding device return: the faulty transmitter has been returned to the distributor and will soon be shipped to tandem for investigation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Transmitter was replaced to resolve the issue. No additional patient or event information was available.